Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found minor stains under light guide cover glass and the charged coupled device (ccd) cable was corroded. A root cause could not be identified. Based on the results of the investigation, it is likely that the bent outer tube caused the image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image problem due to dents on the scope. There was no patient harm or injury reported.